Manufacturer narrative:
Concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (sn:t2h56073dx); lf1923, jaw open lf1923 ligasure maryland 23cm (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a veterinary case, the unit's ligasure burning was not working properly after 10-20 times. There was an activation heard and end tone but there was no re-grasp alert or error occurred. There was no patient involvement.